Manufacturer narrative:
Result of investigation: vyaire medical was unable to duplicate and confirmed the reported issue. Visual inspection revealed no anomalies found. Unit was powered on it ventilates without fault and volumes are within specification. Performed exhalation pressure transducer (pt 801), turbine differential transducer (pt 800) and exhalation flow transducer (pt802) successful calibration. Unit completed 6.2.8 exhalation valve characterization, calibration was accepted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4): at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there is no patient involvement associated with this reported event.